Manufacturer narrative:
Continuation of d10: product ID mdt-trans dcs (unknown lot); product type: 0195-heart valves; product ID mdt-trans cls (unknown lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unspecified time following the implant of a transcatheter bioprosthetic aortic valve, an electrocardiogram (ECG) identified a prolonged pr interval and a left bundle branch block (lbbb). Two days later a permanent pacemaker was implanted. Hospitalization was prolonged as result of this rhythm issue. The day following the pacemaker implant, numbness and mild swelling occurred in the left hand, forearm, and shoulder. No treatment provided for this occurrence. Approximately 12 days following the pacemaker implant, right groin pain occurred following reclining for an electrocardiogram (ECG) at a post-operative visit. This pain continued intermittently and mostly with movement. Treatment was not required. The arm numbness and swelling and groin pain were resolving.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0013092911); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a updated data: a1, a2, b5, d1, d4, d10, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the left femoral access site was used for the delivery catheter system (dcs) to implant the transcatheter valve. The left bundle branch block (lbbb) occurred following the valve deployment. The physician indicated the left bundle branch block (lbbb) was causal related to the valve implant procedure and probably related to the valve. The cardiac resynchronization defibrillator (crt-d) was implanted 2 days following the valve implant. The numbness and mild swelling in the left hand/forearm and shoulder occurred 4 days following the valve implant and were reported as likely attributed to the crt-d implant procedure. However, the physician also indicated these symptoms were possibly related to the valve implant procedure. The right groin pain occurred 14 days following the valve implant. A computed tomography (CT) scan was performed for the right groin pain which demonstrated no pseudoaneurysm and no flow limiting lesions in the right iliofemoral arteries. A CT angiogram with runoff noted a small right common femoral artery (cfa) dissection. It was recommended to continue the antiplatelet therapy. No further treatment reported. The physician indicated the right groin pain was possibly related to the valve implant procedure. The right groin pain and numbness resolved approximately 23 days and 34 days, respectively, following the onset.

Manufacturer narrative:
Updated data: continuation of d10: product ID d-evolutfx-2329 (0013092911); product type: 0195-heart valves; product ID l-evolutfx-2329 (0013090425); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.